Manufacturer narrative:
The proclaim ipg was explanted for unknown reasons. There is insufficient information with regards to any allegations against the ipg. Visual inspection of the ipg did not identify any anomalies. The ipg battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Manufacturer narrative:
Correction: section d9-the device available for evaluation was inadvertently not checked off to yes in the previous report. Correction: section d9- the date returned to manufacturer was inadvertently omitted from the previous report. Correction: section h3 - the device evaluated by manufacturer? Was inadvertently not checked off to yes in the previous report.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the scs system was explanted on (B)(6) 2024. No further information known at this time.

Manufacturer narrative:
The date of event should have been 23jan2024 rather than 5feb2024.